Event description:
It was reported that the patient presented to the emergency room experiencing feeling -symptomatic-. The pulse generator exhibited an output anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.